Event description:
It was reported that the customer received a motor error alarm. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
All bolus test results were stored properly in the bolus history file. There was no bolus anomaly or no delivery alarm noted. The unit passed displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor test and excessive no delivery test. There was no motor error alarm noted during testing. The motor was tested outside of the device and passed. The unit had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.